Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a 1cm stone could not be crushed and the device tip did not detach. Reportedly, the patient anatomy was tortuous and an alliance handle and a sohendra device were used with the trapezoid rx lithotripter compatible basket. The physician cut the handle off the basket sheath and withdrew the basket from the patient. The procedure was completed with a non-bsc lithotripter device. It was reported that the device had captured and crushed stones prior to the alleged issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): tip won't detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).